Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular lead had non-physiologic oversensing and there was one pacing impedance measurement that was high, relative to the normal chronic impedance value of about 380 ohms. A lead integrity alert was triggered and the patient presented to the clinic. Provocative testing and pocket manipulation could not reproduce the oversensing, but two non-sustained ventricular tachycardia episodes with a v-v cycle length of less than 220 milliseconds were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing; there were 5537 ventricular sensing integrity counter (sic) since the last session 37.7 days ago. Two non-sustained ventricular tachycardia episodes with v-v intervals less than 220 milliseconds were noted on (B)(6) 2016. This lead was reported as included in the field action noted but s2d investigation found the lead did not perform as described in the field action. The lead is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.